Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter was prompting an error 1 message when he was attempting to test his blood glucose. Per the ultramini owner's booklet, the error 1 message prompts when there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. On (B)(6) 2012, in the afternoon, the patient reported the alleged issue began. The patient reported that he normally tests his blood glucose 3 times a day, and his typical results vary between "120-200mg/dl." The patient reported that he takes a combination of medications to manage his diabetes including novolog 20 units, lantus 40 units, and metformin 2000 mg a day. The patient reported he did not make any changes to his diet, activity level or medications on the day of the alleged issue. However, on (B)(6) 2012 in the early evening, he developed symptoms of "shaking." The patient believed his blood glucose to be low; therefore, he had a piece of hard candy shortly after the symptoms started. The patient reported his symptoms subsided afterwards. At the time of troubleshooting, the cca determined this was not the first time the meter had been used. The issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the alleged issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.